Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were seen by their dentist for their routine dental cleaning. Dentist examined patient and found that there is some resorption taking place with the premolars. There is mobility there especially with #5. Patient referred to orthodontist. #5 and #8 were extracted. Patient is to discontinue aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.